Event description:
Ventricular lead inner insulation failure. Impedences stable on sensing lead. Oversensing occurring resulting in inappropriate shock therapy sensitivity reprogrammed, still oversensing. Leads extracted and replaced. Additional patient identifier 97106.